Event description:
This case was reported by a pharmacist and described the occurrence of an asthma crisis in a consumer who used corega ultra fresco gel. The pharmacist states that this was reported by the consumer's relative. The consumer was hospitalized following an asthma crisis after using corega ultra fresco for the first time. The consumer had used other corega products previously with no untoward effects. The outcome of the event is unk. The pharmacist states "none of this info has been confirmed, the pt's medical history is unk and no further info is available." Corega ultra fresco denture adhesive gel is mfg by dungarvan, ireland and neither the lot number nor the product are available for testing. No corrective actions have been required based on this report.